Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed force sensor error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the lead screw and both clutches were worn. As a result, the lead screw, both clutch halves, and spring were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a travel coarse error and failed preventive maintenance. There was no patient involvement, no patient injury was reported.